Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor and suture were not returned. The cleat is fully deployed. The insertion device has no visible defect other than bio debris. A functional evaluation showed the ratchet is locked and the cleat fully deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force or torsion during use or use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a hip arthroscopy labral repair femorplasty, a q-fix knotless was deployed normally, the repair suture was passed through the labrum and got ready to shuttle using the end of the shuttle stitch; but it was noticed that the shuttle stitch loop was not there and had apparently delaminated. The suture was found on the floor. The anchor was drilled out. The procedure was resumed, after a non-significant surgical delay, using an equivalent s+n back-up in the originally drilled bone hole, no void left. No further complications were reported. Patient is recovering well.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).